Event description:
The customer reported that the system shut down without command three times and displayed an overload fault error message. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cables were regreased. The system and then found to be operating as intended.